Event description:
The issue involves (B)(6) power orders and affects users that utilize the power orders prescription writer solution to place and communicate medication prescription orders to the pharmacy and other clinicians. In (B)(6), when the user enters a prescription for a specific set of medications that contain a system specific identifier 6 digits in length, the potential exists that the system calculation of the dosage amount may be inaccurate based on the drugs concentration. Patient care could be adversely affected, as clinicians may communicate an inaccurate medication dose from what was expected. This issue could result in medication over/underdose.

Manufacturer narrative:
This issue affects the following releases: 2007.15, 2007.16, 2007.17, 2007.18, 2007.19, and 2010.01. (B)(6) has not received communication on any adverse patient events as a result of this issue. (B)(6) distributed an initial priority review flash notification on (B)(4) 2010 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. (B)(6) corporation will provide a follow-up report when the software modification is available.